Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Concomitant product: 4054 lead; implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was recording diminished r waves after initial implant. An attempt was made to reposition the rv lead. Chest x-ray later confirmed that the patient's rv lead had dislodged, and the lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.